Event description:
The neurosurgeon placed a ventricular catheter and hooked it to the hermetic plus drainage system. No cerebrospinal fluid was observed in the drainage bag and the system fell apart. The spring holding the rope could not support the bag even though it was empty. The drainage system is still in use because the neurosurgeon took the rest of the rope and tied it to the pole to hold the drainage bag in place. No pt injury was reported.